Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using the pump off label by using cold insulin and not fully cycling the cartridge during the load sequence.